Manufacturer narrative:
(B)(4). A homechoice hardware device experienced an alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. However, the hp reported an open clamp on one of the cassette's unused lines. This issue is known to cause a 2240 alarm. Per baxter labeling, users are instructed to close clamps on unused lines when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during peritoneal dialysis in dwell 4 of 5. The home patient (hp) had 3 bags connected. The bags were properly connected but there was an open clamp on one of the cassette's unused lines. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. The technical service representative reviewed proper procedure with the hp. The power was cycled and the alarm was cleared. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.